Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose level was 121 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.